Manufacturer narrative:
The reagent lot number is 707366. The expiration date is 30-apr-2024. The field service engineer (fse) inspected the module and found that there were problems with the tubing sets of the cell rinse unit and the module's other compartment. It is recommended that the cell rinse tube parts be replaced every three to five years. The fse then replaced the tubing sets and verified the module was performing within specifications. The investigation reviewed the alarm trace and it showed seven sample clot alarms on 30-jun-2023; the sample quality is doubtful. The investigation determined that the event was caused by insufficient service maintenance.

Event description:
The initial reporter received a questionable gluc3 (glucose hk gen.3) result from one patient sample tested on the cobas 6000 c501 module. The initial result was reported outside of the laboratory. The patient sample was rerun on the module and their other module. The initial result from the module was 1.77 mmol/l. The first repeat result from the module was 6.99 mmol/l. The second repeat result from the other module was 7.84 mmol/l. The third repeat result from the other module was 7.50 mmol/l. The repeat result was deemed correct.